Manufacturer narrative:
An event regarding infection involving a accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot and sterile lot referenced. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Sales rep reported patient was brought to operating room for removal of implants and placement of antibiotic spacers to treat an apparent infection. Hip was exposed and cultures taken. Femoral head appeared to be moving on the trunnion. Head was removed and noted to be black on inside of head. Trunnion on stem was found to be worn away. Surgeon commented that "the neck looks like a pencil". The liner was removed, then 2 -6.5x25mm screws removed and finally the 56mm trident was removed. Antibiotic spacers were placed after debridement. Implant sent to pathology lab with chain of custody.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported patient was brought to or for removal of implants and placement of antibiotic spacers to treat an apparent infection. Hip was exposed and cultures taken. Femoral head appeared to be moving on the trunnion. Head was removed and noted to be black on inside of head. Trunnion on stem was found to be worn away. Surgeon commented that "the neck looks like a pencil". The liner was removed, then 2 -6.5x25mm screws removed and finally the 56mm trident was removed. Antibiotic spacers were placed after debridement. Implant sent to pathology lab with chain of custody document attached.